Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 73.5 mm in diameter abdominal aortic aneurysm. The proximal neck diameter measured between 24 mm and 23 mm in diameter along a 48 mm length. It was reported that, approximately twelve years and three months post index procedure, the patient presented emergently with gastrointestinal bleeding; the physician noted that this was not device or procedure related. A CT revealed that the aneurx stent graft had migrated. Additionally, the CT revealed a type iii fabric endoleak in the left ipsilateral limb of the aneurx bifurcate. A secondary intervention was performed. An endurant ii proximal cuff was attempted to be implanted via the left side however, would not advance due to the patient's vessel diameter and calcification. The cuff was then removed and an the same endurant cuff was implanted via the right side and extension limb was implanted via the left side, resolving the endoleak. The final angiogram showed the left renal artery was partially covered by the cuff. A balloon expandable stent was placed in the left renal; however, due to the patient's anatomy the physician had a hard time pulling down the cuff but post angiogram showed the left renal artery was open with good flow. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
Product analysis results are: the exact cause of the stent graft migration and likely type iii fabric endoleak could not be determined from the films provided. The anatomy at implant is unknown and earlier post-implant films were not available for review and comparison. The location of the bifurcate at implant and the amount of migration is unknown, however no clear proximal type I endoleak was observed. It is possible that the current conical-shaped neck and the high (70 deg) infrarenal neck angulation may have contributed to the migration. Contrast was seen within the aaa sac ~2cm below the level of the flow divider which appeared to be a type iii fabric endoleak originating from the acutely angulated section of the left/ipsi limb. The cause of the type iii fabric endoleak appears likely related to the angulated limb; possible associated suture breaks may have led to a fabric tear(s). Images during or post-intervention where an endurant proximal cuff was implanted were not available for review, and the reported events could not be assessed. The events may have been anatomy related.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.